Manufacturer narrative:
Product family: scs-ipg-r. Upn: m365sc1060b0. Model: sc-1060-b. Serial: (B)(6). Batch: 374944. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 3159090.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to high impedance on leads. The patient did well post operatively. The explanted device will not be return due to it was discarded by the facility. Additional information was received that the reason the implantable pulse generator (ipg) was replaced could not be confirmed; however, it is believed that it was an elective replacement for magnetic resonance imaging (MRI) compatibility.

Manufacturer narrative:
Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7070079. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70. Serial: (B)(6), batch: 19722326.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to high impedance on leads. The patient did well post operatively. The explanted device will not be return due to it was discarded by the facility.